Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) nd left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.